Manufacturer narrative:
D2a and d2b revised as they were entered incorrectly on the initial report that was submitted. D3 added manufacturer fax number as it was omitted from the initial report that was submitted. D9 device was returned and date received was added as it was omitted from the initial report that was submitted. E1 added initial reporter facility name as it was omitted from the initial report that was submitted. H6 added code b13 as it was submitted from the initial report that was submitted. Code b17, c20 and d15 were reported incorrectly on the initial report that was submitted. Codes should of reflected b01, c21 and d16 as the device was returned and the investigation was pending. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. H11 the additional manufacturer narrative that was reported on the initial report was incorrect as the device was returned and was pending investigation completion. Investigation summary: the investigation has been completed. Data review: the console logs from the complaint date were consistent with what was reported in the complaint. The logs showed a communication issue with the power battery manager (pbm) during the initial bootup. Due to the communication issue, the automated impella controller rebooted automatically (as designed) to attempt another power on. After rebooting, it displayed the "system self check failed" screen and was then forcefully shut down by the user. Device analysis: the console was sent back for further investigation. The system self check failure screen was reproduced upon boot up during testing. Visual inspection confirmed the pbm corrosion which had impacted a neighboring rs232 communication channel between the pbm and 4-in-1. Root cause: the root cause of the ¿system self check failure¿ on the console was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of the console.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During routine morning equipment checks, staff powered on the automated impella controller (aic) and the unit displayed a blue screen with the error message: ¿system self check failed. Change console immediately.¿ the console was immediately marked ¿do not use¿ and removed from service. The team contacted the field representative. The malfunction occurred during equipment checkout only. The aic did not interact with any patients, and there was no patient involvement or harm. This event represents a reportable malfunction involving controller failure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.